Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-75, serial# (B)(4)implanted: (B)(6) 2011, product type: lead.

Event description:
The patient reported a lead issue. There were no falls, trauma, or unrelated medical issues. The lead was busted and was being programmed around. The current revision needed was being programmed around as long as they could. During the revision, there were no allegations of a system use issue. The patient completely recovered. The onset of the change in therapy/symptoms was sudden in nature. The event occurred in 2014 at some point, more or less, and was eventually stated to be unknown. The indication for therapy was head/neck (non-malignant), non-malignant pain, headache and migraine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.